Manufacturer narrative:
Correction: b2: only intervention required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Device model- 55740016545 is not marketed in the us, but it is similar to other marketed devices. Thus, it is reportable for malfunction, not serious injury, although surgical intervention did take place. This part is not approved for use in the us, however a like device with part# 55840016545, 510k# k113174 and upn (B)(4) is cleared in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare via field representative regarding a patient who undergone spinal therapy with pre-operative diagnosis of hernia. It was reported that plif of l4-5 was performed on (B)(6) 2011. Plif was performed additionally at l2-3, 3-4, and 5-s1 to extend the fixation due to degeneration between the upper and lower adjacent vertebrae. There was health damage on the patient. There was no product malfunction occurred. Product used correctly according to the directions given in the IFU/labeling. There was no implant breakage. Device explanted. Additional information received on 16-nov-2020 states that there was degeneration between the upper and lower intervertebral space of l4-5. Date of additional plif surgery performed was (B)(6) 2020. Additional information received on 03-feb-2021 states that the cage was removed due to suspicion of mild infection between l5 and s1. Autogenous bone graft was performed. The rod between l5-s1 was cut by hcp during removal surgery. Two screws at s1 were removed. On the right side, replacement was performed at the right side of s1, and the connection was extended until s2ai. On the left side, screw was not inserted into s1. Two gal veston screws were inserted in ilium. The connection was extended. No product malfunctions occurred. No further complications were reported. The rod was explanted due to degeneration between the upper and lower adjacent vertebrae of l4-5, plif was performed additionally at l2-3, 3-4, and 5-s1, and fixation was extended. No product malfunction occurred. On 2021-june-08, received additional information that due to mild infection of l3-4, cage was removed, and bone was collected from the right ilium for bone grafting. L2 screw was replaced with 8.5x50 due to the looseness. Screw was newly inserted additionally at l1. L3 right screw was removed. 7.5x50 was transferred from l4 left screw. L4 left screw was removed. On 2021-june-11, received additional information that new cage was used. No malfunction reported with l4 left screw. On 2021-june-14, received additional information that two screws with unknown lot reported previously were the screws of s1, but at present the two screws with lot h5624144, h5624808 were the screws of l2. On 2021-june-16, received additional information that products were discarded by the customer.